Event description:
It was reported that there was an issue as the patient's "pump had ran dry" yesterday (B)(6) 2012. It was indicated that the patient was very pleased with the pump. The outcome of the patient was not provided. The drugs delivered via pump were fentanyl, baclofen, and bupivacaine. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot # l62221, implanted: (B)(6) 1999, product type catheter; product ID 8551, lot # cs0532, implanted: (B)(6) 2012, product type accessory. (B)(4).